Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle the lot number on 21 tubes was illegible. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received three samples and three photos for investigation. The customer photos depict a device with laser print on the shield that is difficult to read. The three returned samples underwent visual inspection for illegible laser print and failed the visual test due to the difficulty in reading the laser print. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle the lot number on 21 tubes was illegible. No adverse impact was reported regarding the patient or user.